Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 37 mg/dl at the time of the incident. The customer stated that the serter was gone missing, they tried to search for it but cannot find it. The device will not be returned for analysis.